Manufacturer narrative:
Correction to plaintiff 4/21/98.

Event description:
Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."